Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a thoracoscopic pneumonectomy, ech60r misaligned when the device approached to the target tissue, although it has been loaded properly. The reinforce material was peeled off, cleaned, and wiped with the dry gauze, and loaded again, but the same issue occurred. The issue occurred because the target tissue was wet. The device was used on the lung parenchyma resection. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.